Manufacturer narrative:
After further review of additional information received the following sections d6a, g3, g7 and h2 have been updated accordingly. Section d6a: implant date.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2 and h6 have been updated accordingly. As reported, a patient had a right anterior hip replacement on (B)(6) 2021. The patient dislocation anteriorly while bending backwards and pushing his hips forwards. The male patient was revised, and the cup was removed so that he could implant a cup with dual mobility. Utilizing lateral standing and sitting xrays, the surgeon determined that the patient had an anatomically fused spine and his hip replacement impinged posteriorly due to his lack of pelvic motion at the l5-s11 joint. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament re-construction.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a patient had a right anterior hip replacement on (B)(6) 2021 the patient dislocation anteriorly while bending backwards and pushing his hips forwards. The male patient was revised, and the cup was removed so that he could implant a cup with dual mobility. Utilizing lateral standing and sitting xrays, the surgeon determined that the patient had an anatomically fused spine and his hip replacement impinged posteriorly due to his lack of pelvic motion at the l5-s11 joint.